Event description:
It was reported that the patient was assessed to be an excellent candidate for intrathecal morphine at an exam on (B)(6) 2005. Four weeks later a chronic infusion trial was planned. On (B)(6) 2005 the patient underwent placement of an epidural catheter and indwelling. During the procedure, the touhy catheter was introduced and a small amount of cerebrospinal fluid entered the syringe, indicating intrathecal penetration. The needle was withdrawn and the surgeon went one interspace lower and again accessed the epidural space. There was no sign of cerebrospinal fluid and an intrathecal/epidural catheter was advanced to the t10 level. No cerebrospinal fluid was noted. Contrast was injected and there was an excellent outline of the dura with no intrathecal spread. The patient underwent infusion of morphine, bupivacaine, and clonidine and had significant pain relief despite a failure in the system after only six or eight hours. It was reported the patient had hypotension which was thought to be likely secondary to morphine. The patient also had pain and mild nausea. It was noted that even with antegrade infusion, the patient was substantially better and was looking forward to going onto a permanent implant. The impression of the patient's health care provider was that he was an excellent candidate for permanent intrathecal infusion. The surgery was arranged.

Manufacturer narrative:
(B)(4).